Manufacturer narrative:
Due to character limits - event site address (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump's (iabp) fiber optic module connector was broken, preventing a secure connection when the test fiber optic connector was installed. Even with the slightest pull, the connector would easily disconnect. There was no harm or injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - h6(medical device ¿ problem code). A getinge field service engineer (fse) verified the issue that customer reported. Fiber optic module connector was broken. Not allowing from a secure connection when test fiber optic connector was installed. With the slightest pull, the connector would easily disconnect. To resolve the issue fse replaced the fiber optic module assembly.